Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block and stroke occurred. A lotus introducer was placed and balloon aortic valvuloplasty (bav) was performed. A conduction disturbance of left bundle branch block was noted post bav. A 23 mm lotus edge valve was deployed. The device was correctly positioned into the proper anatomical location without the need for repositioning. Five (5) days post index procedure, the subject was noted to have hallucinations, with increased confusion and delirium. The subject was hospitalized on the same day. Sip test was completed and the subject passed the test. Computed tomography (CT) scan performed on the same day revealed confluent low attenuation within posterior inferior left cerebellum keeping with recent left posterior inferior cerebellar artery and a small area of low attenuation involving the cortex of the left posterior central gyrus in keeping wit recent left perietal cortical infarction. The subject's condition was discussed with a stroke consultant. Due to the risk of hemorrhagic transformation, the subject was advised to stop apixaban for 1 week and was given aspirin 300 mg. After 1 week, subject was advised to resume apixaban. At the time of reporting, the events was considered resolving. It was further reported that the stroke was ischemic. The subject's mrs score was the same as baseline. A new onset of left bundle branch block was noted post bav during the transaortic valve replacement procedure.

Event description:
Respond edge study it was reported that left bundle branch block and stroke occurred. A lotus introducer was placed and balloon aortic valvuloplasty (bav) was performed. A conduction disturbance of left bundle branch block was noted post bav. A 23 mm lotus edge valve was deployed. The device was correctly positioned into the proper anatomical location without the need for repositioning. Five (5) days post index procedure, the subject was noted to have hallucinations, with increased confusion and delirium. The subject was hospitalized on the same day. Sip test was completed and the subject passed the test. Computed tomography (CT) scan performed on the same day revealed confluent low attenuation within posterior inferior left cerebellum keeping with recent left posterior inferior cerebellar artery and a small area of low attenuation involving the cortex of the left posterior central gyrus in keeping wit recent left perietal cortical infarction. The subject's condition was discussed with a stroke consultant. Due to the risk of hemorrhagic transformation, the subject was advised to stop apixaban for 1 week and was given aspirin 300 mg. After 1 week, subject was advised to resume apixaban. At the time of reporting, the events was considered resolving. It was further reported that the stroke was ischemic. The subject's mrs score was the same as baseline. A new onset of left bundle branch block was noted post bav during the transaortic valve replacement procedure. It was further reported that prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 300 mg of aspirin. Five (5) days post index procedure, the subject's glasgow coma scale (gcs) score was 14 with no evidence of focal neurology. The subject was discharged six (6) days post index procedure.

Manufacturer narrative:
A1 patient identifier: (B)(6). B5 describe event or problem: updated. B6 relevant tests/laboratory data: updated.

Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported that stroke occurred. A lotus introducer was placed and balloon aortic valvuloplasty (bav) was performed. A conduction disturbance of left bundle branch block was noted post bav. A 23 mm lotus edge valve was deployed. The device was correctly positioned into the proper anatomical location without the need for repositioning. Five (5) days post index procedure, the subject was noted to have hallucinations, with increased confusion and delirium. The subject was hospitalized on the same day. Sip test was completed and the subject passed the test. Computed tomography (CT) scan performed on the same day revealed confluent low attenuation within posterior inferior left cerebellum keeping with recent left posterior inferior cerebellar artery and a small area of low attenuation involving the cortex of the left posterior central gyrus in keeping wit recent left parietal cortical infarction. The subject's condition was discussed with a stroke consultant. Due to the risk of hemorrhagic transformation, the subject was advised to stop apixaban for 1 week and was given aspirin 300 mg. After 1 week, subject was advised to resume apixaban. At the time of reporting, the events was considered resolving.